Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2009 and left total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported patient allegations of pain, swelling, inflammation, lack of mobility, loosening, bone/tissue damage and elevated metal ion levels. Legal counsel alleged that a left hip revision procedure was performed on (B)(6) 2012 and alleged that metallic debris and fluid were noted during the revision procedure. A review of the invoice history confirmed all surgery dates and indicates the acetabular cup and modular head were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2014-03583/03586).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2009 and left total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported patient allegations of pain, swelling, inflammation, lack of mobility, loosening, bone/tissue damage and elevated metal ion levels. Legal counsel alleged that a left hip revision procedure was performed on (B)(6) 2012 and alleged that metallic debris and fluid were noted during the revision procedure. A review of the invoice history confirmed all surgery dates and indicates the acetabular cup and modular head were removed and replaced during the revision procedure. Additional information provided in patient medical records indicates the left hip revision on (B)(6) 2012 was due to loosening of acetabular component. The patient's operative report noted metallic debris, fluid, and migration of cup to a vertical position. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.